Manufacturer narrative:
Correction to h4 of the initial report, please see h4 for further details. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, olympus confirmed the foreign material, but the type of the material cannot be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. The event can be prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited white foreign material inside the tubes of the air/water tube and air/water cylinder. Additionally, the adhesive around the light guide lens had foreign material resembling corrosion. There were no reports of patient involvement.